Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned non-reproducible ureal urea/bun results on a cobas 8000 c 702 module. Customer provided questioned results for one patient. The initial results were not reported outside the laboratory and repeated on another analyzer for confirmation. The patient¿s initial ureal result was 86 mg/dl with a repeat result of 15 mg/dl. Ureal reagent lot used for patient testing was 435400 with an expiration date requested but not provided.

Manufacturer narrative:
The customer flushed the samples probes with a cleaning solution and cleaned the rinse station. The customer checked the sample probe while the probe was in the washing station, checked the aspiration of the laundry station, and checked the gear pump. The investigation determined the customer's actions resolved the issue.